Manufacturer narrative:
(B)(4). Final device analysis of the implantable neurostimulator revealed no significant anomalies. Out and telemetry were okay; the battery was near normal end of life. Based on the parameters received in the phone records, the longevity of the ins was 0 to 1.04 months. Good, stable output was observed on each electrode pair.

Event description:
It was reported that there was an end of service/end of life message on the implantable neurostimulator (ins) 7 days post-implant, and the patient programmer showed the "call your doctor" icon. The patient had not felt stimulation since (B)(6) 2011. A longevity calculation could not be performed as the ins could not be turned on to increase the amplitude for a group impedance measurement. The battery voltage was 3.035 which was "good." The programmed parameters were: a1 was 8.0v(+/-), 450pw, and 4 anodes/4 cathodes. A2 was 8.0v (+/-), 300pw, and 4 anodes/4 cathodes. The rate had been programmed to 60 at implant, but the patient had increased it to 100. The ins was replaced on (B)(6) 2011 with a rechargeable device. Impedances and therapy was "good." It was found that the ins was near normal depletion based on the parameters given.